Manufacturer narrative:
Conclusion: the report event of the lead migration cannot be confirmed or not confirmed for product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Event description:
Related manufacturer report number: 3006705815-2023-02506. It was reported that the patient's leads had migrated. This was discovered under fluoroscopy. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Correction section d: device information has been updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.